Event description:
During a coronary drug eluting stenting treatment procedure, balloon removal difficulty occurred. The 80% stenosed lesion in the mildly tortuous, non calcified circumflex (cx) artery was predilated with a 15mm balloon. The dr placed two taxus stents without difficulty. The third stent, a taxus express2 2.75x28mm drug eluting stent, was positioned and deployed. While trying to withdraw the balloon from the pt the dr felt he had a sticky balloon after it was deflated. No pt complications were reported. Pt status is satisfactory.

Event description:
A terumo introducer sheath was used. The guide wire was a pt2 and the guide catheter was a vbt. The physician did not encounter any difficulty inflating the balloon. The balloon was inflated to 14 atm's. The stent was fully deployed. The balloon partially deflated. The physician experienced the "sticky balloon". The balloon was reinflated to 14 atm's but the balloon could not be removed. It was reinflated to 16 atm's it still felt sticky. The balloon was removed from the pt and was found to be completely deflated. The procedure was successfully completed. No pt complications occurred. Pt status was "normal".